Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant alarms / communication faults / damaged connector) was confirmed. As received, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The cause of the alarms and communication faults is the damaged connector. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged connector and was producing constant alarms and communication faults.